Manufacturer narrative:
Investigation: one year of service history was reviewed for this device with no problems identified related to the reported condition. An internal report shows that the machine has been in use with no further occurrences of the problem. Root cause: the root cause of this failure was a loose release bolt on the IV pole. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer declined to provide patient information. During customer follow-up, the customer stated that no adverse event occurred and no medical intervention was required for this event.

Manufacturer narrative:
Investigation: a service call was placed and a terumo bct service technician visually inspected the device at the customer site. The service technician noted a loose bolt on the IV pole. The bolt was adjusted by replacing and tightening the lock nut. An autotest was successfully performed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a collection procedure, the IV pole on the trima equipment unexpectedly lowers down. It is unknown at this time if medical intervention was required for this event. Information of patient (donor) or operator of the device is not known at this time. Outcome of patient (donor) or operator of the device is not known at this time.